Manufacturer narrative:
Pump passed the functional tests, including the self test rewind test, active current measurement, sleep current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Successfully downloaded history files and traces using thump. Pump properly paired guardian link 3 transmitter. No communication anomaly noted. Unit linked with a test green plug sensor successful. Unit calibrated with sensor and test plug. No calibration anomaly noted. No lost sensor alarms noted. No communication anomaly noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with pillowing keypad overlay, scratched case, cracked keypad overlay, and stained keypad overlay. No device problem found during full functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged unspecific issues with the insulin pump. Customer does not feel safe to use it and wanted to replace the insulin pump. The customer was also reported received change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was performed for sensor alert and no troubleshooting was performed for insulin pump issues. The customer will discontinue to use the insulin pump. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-7040a.